Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via brachial approach. The 75% stenosed with large vessel diameter target lesion was located in the left subclavian vessel. A 10mm sterling balloon catheter was advanced for dilatation. However, the balloon was unable to inflate. The physician attempted to dilate the lesion by double balloon using two 7.0 x 40, 75cm mustang balloon catheters. However, during the first inflation at 18 atmospheres, one of the balloons ruptured. Both balloons were removed and the procedure was completed with 10mm sterling and 7mm mustang balloon catheters. There were no patient complications reported.